Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was discovered after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between june 25, 2018 - june 2016. The device was received with a mark at the spike port area of the alleged location of the leak. The bag was sliced at the top right corner where the customer likely drained the contents. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a spike port cap leakage from the base of the spike port tubing. The reported problem was verified. The cause of the condition was not determined., this issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted .